Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the pin measuring 12.9 cm was returned for analysis. External insulation abrasion were noted at 11.5-11.6 cm from the pin and 12.4-12.9 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at this/these locations.

Event description:
This report is to advise of an event observed during analysis.